Manufacturer narrative:
Due to this lead remaining implanted no analysis will be conducted. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during post implant follow up the left ventricular pacing impedances had increased and in the daily measurements two impedances measurements were out of range. It was reported that the device is working properly and the patient is not pacemaker dependent. The physician elected to evaluate the lead at the next scheduled follow up. No adverse patient effects were reported.